Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a drawer failed. Prior to fse arrival, the customer recovered all drawers except main 4, a full-height cubie drawer. A field service engineer inspected the interface board at the rear of the drawer and found to have no illumination on the three right-side indicator lights. The drawer was manually opened, and all drawer board indicator lights were present. The interface board, retractor band, and drawer board were replaced. The drawer was configured and tested using the hardware test application, and all tests passed successfully. The customer verified proper drawer operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user rebooted the system to resolve a failed drawer. However, after the restart, all drawers began to display as failed. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.